Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection and bleeding. The patient underwent mesh removal and cystocele on (B)(6) 2010 for protruding mesh, bloody discharge and infections associated with the mesh. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, and uterine prolapse. It was reported that the patient had a concurrent procedure of a bilateral sacrospinous ligament fixation, cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.